Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient underwent fixation surgery for floating knee with ef on (B)(6) 2012. The doctor inserted the drill into the drill sleeve but found it was stopping during drilling, and could not be removed from the drill sleeve. The drill was swapped for another, but the result was the same. So, the doctor used the both of the drill sleeve and self-drill was compatible with each specification. And the operation was finished using the drill sleeve 6.0mm without any problem. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained devices shows that the seldrill-schanz screw are completely jammed inside the drill sleeves. It is not possible to separate the devices. The outer diameters were all within specifications; it is not possible to check the inner diameter of the sleeves. The cause is unknown.